Manufacturer narrative:
The device was reported as unavailable to be returned to the manufacturer for further evaluation. In the event that additional information becomes available, a supplemental report will be submitted.

Event description:
It was reported that, on an unknown date, the add-on set used during the event experienced a chemo leak of an unspecified drug. It was reported that the leak occurred where the soft plastic joins the hard plastic with the spike attached. There was patient involvement; however no harm was reported. No additional information is known at this time.